Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed unexpected power loss. Blood glucose was unknown at time of incident. No further details was given. Troubleshooting was not completed. Device is expected to be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the spec range. Pump was monitored and tested with no off no power anomaly noted. (B)(4).